Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specifications. No defects or other nonconformities were found. For all pen needles a flow of fluid was observed. The tests on customer sample were performed for compliance with the parameters established in product specifications. The defects under complaint were not confirmed in the sample from customer.

Event description:
Users could not break skin or insulin would not flow once injected into the skin. Sometimes the insulin would start then it would stop. They are priming the pen before injection.